Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that there was a scratch across the screen on the insulin pump and the lcd screen was dark. The customer's blood glucose was 97 mg/dl. The customer dropped the insulin pump on (B)(6) 2014. The customer advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, cracked end cap, cracked reservoir tube lip and a scratched casing.